Event description:
Report received that two of three available pump channel displays went dark and the pumps would not run. All three channels were in use infusing unspecified solutions at unspecified rates. At 2330, the nurse was changing the tubing for the infusion on channel two. When the cassette was inserted into the pump and the pump turned on, the display went dark and the pump would not run. The display for pump number one subsequently went dark and the pump stopped running as well. Channel three continued to infuse as programmed. The nurse removed the pump from service. A new pump was obtained, and the infusions were resumed. The customer reported that the pump "hummed" until it was plugged in. After it was plugged in for several hours, all three channels lit up and went through the start up sequence. There were no reports of any adverse pt effects. Though requested, no further information was available.